Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: model #: etlw1620c124ee, serial #: unknown, ubd: unknown, UDI #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the left polar renal artery was covered. Patient was discharged from hospital ten days later. The cause of the event is unknown. No additional clinical sequelae were reported, and the patient is fine.